Event description:
It was reported that an intraocular lens lens was explanted in a secondary procedure from the right eye. The physician stated that during the loading of the lens, the technician dropped the initial intraocular lens and a new lens was loaded. Lens was implanted and the patient ended up with a hyperopic miss of 2 diopters. The doctor believes that the technician loaded the wrong lens. The patient was brought back for the explant. It was stated that the incision was enlarged from 2.2mm to 3.2mm. No complications were reported. Patient is reported to be doing well. The lens has been discarded. In addition, it was stated that the patient previously underwent an implantation of an intraocular lens in the left eye as well. No further information was provided.

Manufacturer narrative:
. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. The lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) corresponded to a 19.5. Based on the documents reviewed at (B)(4), there is no deviation or any non-conformity throughout the process. All pertinent information available to abbott medical optics has been submitted. Placeholder.